Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported issue. The cause was determined to be the tubing guide out of specification. The downstream tubing guide was adjusted to correct this condition. If a pump does not trigger a downstream occlusion alarm in a timely manner, this could mislead the clinicians to omit the required actions, or even make inappropriate clinical decisions, especially if the event were to recur during infusion of life-sustaining medications. Delay of therapy in a critical situation could also be detrimental to the patient. After technical evaluation of the pump, it is probable that device malfunction of the spectrum infusion pump was contributory to the reported event of blue arm and no pulse at radial point. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm or stop pumping after down stream occlusion was found during delivery. The types of medications used were unreported. It was also unknown for how long the IV catheter was in situ. The complainant also stated that the patient's arm was blue and there was no pulse at radial point. Pulse was returned post treatment, biomed checked history log for alarms and was confirmed that no alarms are shown. No additional information is available.